Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. Crross reference complaint ID: (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the event description "no defect description" there is no information that the event caused a harm or serious injury to patient, user or third. Cross reference MDR: 9610617-2025-01340, 9610617-2025-01341.

Manufacturer narrative:
Device evaluation: the investigation of the returned product revealed chip formation at the thread, which confirmed the customer complaint. Cross reference complaint ID: (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).